Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient underwent an implantable pulse generator (ipg) replacement procedure due to device being end of life. The patient is doing well postoperatively and the explanted device was disposed by the facility.